Manufacturer narrative:
(B)(4)

Event description:
Treatment of a large, dissecting aneurysm measuring 12mm x 12mm with a wide neck of 7mm located in the supraclinoid segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the first pipeline (5.0 mm x 35 mm) failed to open after approximately 50% of the pipeline was deployed. At this point, the physician stopped trying to open the pipeline and tension was released causing the entire system (pipeline, catheter, and pushwire) to jump back and move down to the carotid artery and aneurysm neck. The pipeline and the microcatheter were removed from the patient. The same event happened while trying to deploy a second pipeline (5.0 mm x 30 mm). This pipeline and microcatheter was also removed from the patient. No patient injury was reported as a result of the procedure. Same event as MDR 2029214-2014-00218.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported issues. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).